Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs. See also MFR report number 2032227-2009-04001.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 29 mg/dl at the time of the event. Troubleshooting was performed. The insulin pump was programmed correctly. The customer's mother stated that the insulin pump was not reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.